Event description:
A physician reports a 62 year old female developed increased intraocular pressure following right eye cataract surgery using healon 5 viscolastic. Her pre-operation intraocular pressure is unk, but visus was 0.6. On 12/21/98, she had cataract surgery using healon 5. On 12/22/98, her intraocular pressure increased to 49 mmgh. An anterior chamber lavage was performed and her intraocular pressure recovered to 12 mmgh. Complete recovery was reported with visus of 0.7 on 12/22/98. The reporting physician assessed the causality relationship of the event to healon 5 as probable and admits iatrogenic damage.